Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was in the 100's mg/dl. The customer treated with the pump. The customer stated that the alarm occurred during a bolus. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did not exit. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test, including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarms noted. All operating currents are within specification. The insulin pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at the display window corner.